Manufacturer narrative:
Corrected date.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and baclofen via an implantable pump for spinal pain. The patient's medical history includes muscular sclerosis, spinal stenosis, and 4 bulging discs, all of which happened in 2004, before the pump. The patient had a nerve go numb in her left leg and cause pain after being diagnosed with muscular sclerosis, which also happened before the pump. On (B)(6) 2015 the pump was changed due to the expected longevity of the battery. When they went in to replace the pump, "the tube ruptured." The healthcare provider had never had anything like that happen to him, but also indicated that there was no problem. The patient ended up having to stay in the hospital overnight. The healthcare provider told the patient that once the pump depletes he would not put another one in because "everything is too narrow."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.